Event description:
The article "very long-term outcomes of mitral transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective single center study, to evaluate transcatheter edge-to-edge repair (teer) using the mitraclip device (abbott) has been a significant advancement in the management of patients with severe mitral regurgitation (mr) who are considered high risk for conventional surgery. Despite its widespread acceptance and growing application, the long-term benefits and patient selection criteria continue to be explored and debated within the clinical community. Devices mentioned include mitraclip. The article concluded that teer with mitraclip offers a treatment option for patients with severe mr who are not candidates for surgery. While the procedure has shown promising results, the ongoing challenge remains in refining patient selection and improving techniques to ensure the best possible outcomes. As technology advances and more data become available, these insights will continue to shape the future of mr management, ensuring that patients receive the most effective and personalised care possible. [The primary author and corresponding author was marta bargagna at san raffaele university hospital institution with corresponding email bargagna.marta@hsr.it]. The time frame of the study was (B)(6) 2008 to (B)(6) 2013. A total of 150 patients were included in this study, of which 150 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included coronary artery disease, atrial fibrillation, diabetes, previous cardiac surgery. (B)(6), unk mitraclip. Peri- and post-procedural complications included death, heart failure, prolonged hospitalization, mitral valve replacement, additional mitraclip procedure, unexpected medical intervention, slda (single leaflet device attachment), recurrent mr.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature: article title: very long-term outcomes of mitral transcatheter edge-to-edge repair.

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports. Literature attachment: article title "very long-term outcomes of mitral transcatheter edge-to-edge repair". Summarized patient outcomes/complications of the mitraclip device were reported in a research article titled ¿very long-term outcomes of mitral transcatheter edge-to-edge repair¿. Comorbidities included coronary artery disease, atrial fibrillation, diabetes, previous cardiac surgery. Some of the complications reported included death, heart failure, prolonged hospitalization, mitral valve replacement, additional mitraclip procedure, unexpected medical intervention, slda (single leaflet device attachment), and recurrent mr; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.